Manufacturer narrative:
The valve was returned for evaluation. Device history record (DHR) - product code 82-3832 with lot number 4039616, conformed to the specifications when released to stock on the 26sep2019. Failure analysis - the position of the cam when valve was received was 100mmh2o. The valve was visually inspected; a cut/tear was noted in the silicone housing between the needle chamber and the valve casing on the side of the valve. The valve was leak tested, leaked from the damaged silicone housing. The root cause for the leakage in the silicone housing noted by the customer is probably due to a sharp or pointed object coming into contact with the silicone.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the valve was leaking water during pre-testing before used on the patient. The procedure was completed with a same like product with no adverse consequences to the patient.